Event description:
The (B)(4) distributor returned two battery packs to zoll stating that "charger shows battery defective."

Manufacturer narrative:
Device evaluation summary: device evaluations of battery packs (B)(4) have been completed. The reported problem (charger shows battery is defective) has been confirmed. The cause of the discharged battery packs was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cells was not positively identified. No adverse event resulted from the defective battery packs.